Manufacturer narrative:
(B)(4).

Event description:
It was reported that after implanting the device, the nurse accidently induced fibrillation in vitro which caused the device to go into backup vvi mode. A device firmware was downloaded and successfully restored normal device function. The patient was fine.